Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * was there any foreign matter inside the sterile packaging? * was the sterility of the device compromised? * were there any issues with the seal of the sterile packaging? * are there photos of the foreign matter available for visual analysis? Investigation summary ==> the product was returned to ethicon for evaluation. One open box with twelve sealed packets were received for analysis. Product code 9003g. Overall, the review of the returned sample shows an unknown red foreign matter inside one overwrap packet. In the remaining eleven sealed packets, no issues related to foreign matter were observed. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a suture was used. When they opened the suture box there is a red foreign matter in the box. No adverse patient consequences were reported. Additional information was requested